Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product code: lxh. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 03 september 2013, part # 03.812.003, lot # 8513932, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the t-pal spacer applicator inner shaft was found broken. The proximal end of the inner shaft is stuck inside the t-pal spacer applicator knob. The surgeon had performed a lumbar fusion at l2-s1. The t-pal spacer applicator inner shaft was found broken after sterile processing, following the surgery. It was confirmed that the device did not break during the surgery. There was no patient involvement. This complaint involves 1 devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6/d7: device is an instrument and is not implanted or explanted. H3/h6: product investigation summary: the returned t-pal spacer applicator inner shaft (part 03.812.003 / lot 8513932) and t-pal spacer applicator knob (part 03.812.004 / lot 8473255) are utilized in the t-pal system. During t-pal procedures, after determining suitable spacer size, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering using the available slotted mallet. Once in position, the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot and can be advanced into the final position with light controlled hammering. The returned inner shaft and knob were examined and the complaint condition was able to be confirmed as the proximal coupling head of the inner shaft was found to be broken and was received with the broken piece lodged in the returned knob. The proximal broken ball shaped coupling head was able to be removed and subsequently the knob was found to function as intended. The breakage of the coupling head of the returned inner shaft was confirmed, but the returned knob was found to function as intended. Since the returned t-pal spacer applicator knob functioned as intended and was not confirmed as contributing to the complaint condition, further investigation of the part is not required. The returned t-pal spacer applicator inner shaft was manufactured on september 3, 2013. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description stated that the complaint condition was noticed post sterilization and the shaft did not break during a procedure. Durability of inner shafts was validated by endurance testing (insertion and removal), which was completed with no functional failures after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing, where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide, it is most likely due to use of improper technique. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.